Event description:
It was reported that atrial lead was fractured and was capped and replaced. The device was close to eri and loss of capture and no output. The device was replaced too.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.